Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) was due to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger. Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging wires in the cable. The belt was unable to pass detect and treat testing. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
-A us distributor reported that a battery was unable to power on a monitor. -a us distributor reported that a battery charger was unable to charge a battery pack. -a us distributor reported that a patient's electrode belt's cable was damaged.